Manufacturer narrative:
(B)(4). Approximate age of device: 8 months. A direct correlation between the device and the reported event could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with signs and symptoms of a driveline infection, including purulent drainage and fever. Blood cultures showed enterobacter was present in the bloodstream. The patient was given IV antibiotics and received wound debridement and wound vacuum assisted closure dressings were placed. The infection cleared from the bloodstream and was resolving at the skin site. Pump parameters reportedly remained stable throughout the event. No further information was provided.